Manufacturer narrative:
H6: investigation summary: this customer complaint is not confirmed. No batch number was provided nor were any samples returned. A batch specific investigation cannot be conducted. A review of past complaints for this product does not indicate a confirmed trend on this issue. H3 other text : see h.10.

Event description:
It was reported that while using a blank bd vial uvt 1 ml with beads tube, a false positive result was obtained for n1 and n2 idt cdc assay. N2 also shows positive with patient samples.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using a blank bd vial uvt 1 ml with beads tube, a false positive result was obtained for n1 and n2 idt cdc assay. N2 also shows positive with patient samples.